Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensing. It was reported that no asystole occurred. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation abrasion through to the rs-lumen, approximately 26.5 cm from the terminal pin this type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead-on-lead contact. The reported oversensing was likely the result of the lead damage observed by the laboratory.